Manufacturer narrative:
No product was returned. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the info provided to st. Jude med, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) states that bleeding or a hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site and if necessary, monitor pedal pulses. The angio-seal device pt's info guide, which the pt is instructed to carry with them for 90 days states some bruising or discomfort is common during the healing process after intravascular procedures; however, if any of the following symptoms are experienced the pt is to contact their physician immediately at the number listed on their pt info card: fever, bleeding, persistent tenderness in the groin or swelling, redness and/or warm to touch, numbness, tingling or pain in the extremity when ambulating, rash, wound drainage, or any other unusual symptoms.

Event description:
It was reported that an angio-seal evolution was deployed post left heart catheterization. The st jude medical sales rep was present for the case which was done in the morning. Hemostasis was achieved and the groin was dry. Around 3:00 p.m., after the pt had a bowel movement, the pt noticed that the groin was bleeding. The pt went to the hospital emergency department. A hematoma was noted and 30 mins of manual compression was applied, with a wedge dressing applied after. The pt was kept in the hospital overnight. The pt's hemoglobin and hemocrit were stable over the night. An ultrasound was performed in the morning, with no pseudoaneurysm or av fistula noted. There was also no re-occurrent bleeding detected, with the hematoma unchanged from the previous night.